Event description:
Information received from the field notes that when the patient presented for a routine follow-up, intermittent atrial sensing was observed at 0.5 mv in both unipolar and bipolar configurations. The patient was in sinus rhythm at 90 bpm and was conducting through to the ventricle. The device was left in the bipolar sensing configuration and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received